Event description:
Stapler reload has a yellow removable tab used for reloading. After firing, a yellow piece of plastic fell off the stapler onto the sterile field. The piece had broken off the removable tab from the reload.